Manufacturer narrative:
The insulin pump was received with normal operating currents, and no unexpected off no power or low battery alarms or blank display anomalies were noted. The unit alarmed motor error during the occlusion test and was unable to prime at 2.5 pounds during the prime/compromised force sensor system test due to a faulty force sensor resistor. The motor passed the motor test. The following physical damage was noted: broken battery cap, broken belt clip slot at the battery tube threads area, cracked battery tube threads, cracked reservoir tube lip, minor scratches on the lcd window, and a missing end cap sticker.

Event description:
The customer reported via phone call that the battery cap to her insulin pump was broken; the grooves on the cap and on the insulin pump were chipped. The patient's blood glucose at the time of incident was 164 mg/dl. Troubleshooting was initiated and the customer confirmed that she was still able to get the battery cap on and off. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.